Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The functional testing could not be completed due to the motor error alarm. The insulin pump had cracked battery tube threads, a broken reservoir tube lip, minor scratches on the display window, cracked reservoir tube and cracked reservoir tube window.

Event description:
It was reported that customer had motor error alarm during priming and rewinding on the insulin pump. The customer's blood glucose level was 176 mg/dl. The customer also reported that she got prime rewind issue on the insulin pump. The customer states insulin is "squirting out" during manual prime process. The customer stated that insulin continue to drip after motor stops during manual process and then receive a a33 alarm. The troubleshooting was performed . The customer was advised that the insulin need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to back up plan per health care provider instruction.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.